Event description:
The customer reported having low blood glucose readings between 40 mg/dl and 50 mg/dl. The customer stated that the reason was because they gave themselves too much insulin and did not eat their food; they had sushi which they did not like. The customer was able to treat. No specifics were provided. The customer stated that on another incident, when they had a low blood glucose level, their constant glucose monitor really helped them. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.